Event description:
Additional information received reported that following the shocking, the patient was reprogrammed and was told to leave the device on for a couple days, and then turn it off for a day. When the patient turned her device back on she experienced a shocking sensation in her butt again. The patient also experienced a loss of effect about two weeks after the reprogramming, and was leaking and went through a couple of pads. It was also reported that the patient was shocked when she tried to turn her device off, but she was no longer experiencing the shocking sensation. The patient stated that she wanted the device out.

Event description:
Additional information received reported that impedances were checked, but the cause of shocking was not determined. It was recommended that the patient turn down the amplitude level. The patient was receiving therapy, and symptoms were doing well, but the patient's main complaint was the discomfort, and an explant was planned but not scheduled.

Event description:
It was reported the patient believed the cable box in her apartment building was affecting her implantable neurostimulator (ins) when she was on the 4th floor where the cable box was located. She had a throbbing sensation when on the 4th floor. The ins stayed on, but the program box in the patient programmer screen does not have a check in it. She drank 2 glasses of water and wet 3 pads by the time she was back in her own apartment. The patient stated there was an antenna above her floor that was affecting her ins, as well. Her implant worked sometimes, but not at other times. When she left the building, she had no urinary issue. Additional information received reported the patient experienced a shocking or jolting sensation. This followed an exposure to a theft detector or security gate. The ins turned on during the exposure. Additional information received reported a shocking or jolting sensation in the buttock area where the "device" sits when she went through the entrance to a store. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v662947, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).